Manufacturer narrative:
Correction: the correct product and therapy dates should have been assurity MRI pacemaker and tendrilactive lead, rather than tendrilactive48 only. The correct therapy date should have been (B)(6 )2026, rather than (B)(6) 2026.

Event description:
It was reported that a patient presented with loss of capture on the right ventricular (rv) lead. Patient experienced syncopal symptoms, dizziness, and fatigue. During lead revision on (B)(6) 2026, it was revealed that the rv lead had a cut. The physician elected to cap and replace the rv lead. The patient was reported as being in much better condition post operation.